Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site, reported the vertek arm could not be locked securely. RMA issued. Replacement vertek arm shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Evaluation of suspect vertek arm finds: the retainer screw on the handle has broken off releasing the handle. The arm is in the locked position and the handle cannot release it.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported a navigation system vertek arm that could not be fixed properly. The loose arm was detected while in a training session. There was no patient present when this issue was identified.